Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber broke. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber broke. The fiber had been used for 39,180 joules and 3:57 minutes. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks along the fiber body. However, analysis did identify that the glass cap was rotating independently of the metal cap, indicating there was a glue failure. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the glue failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber broke. The fiber had been used for 39,180 joules and 3:57 minutes. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications.